Manufacturer narrative:
New information: (d4): added device lot number, UDI number, and expiration date. (H4): added manufacturing date. Investigation complete: h10: the manufacturing and quality control release testing were reviewed for test base lot 1021705 and they met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.004%. Based on the evidence available, it indicates that this device lot is performing as expected. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1021705 and test base part number 190-430 / lot 1021705. Quality control release testing met specifications with no false positive results observed. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. The instrument was not returned.

Event description:
The customer reported an unspecified amount of false positive results while using the ID now covid-19 assay. Retesting on the same day and/or no longer than 24 hours later (platform not provided) generated negative results. Per the customer the patients are asymptomatic and have been previously vaccinated. Although requested, no additional patient information, including treatment and outcome, was provided.